Event description:
On (B)(6), 2010, a doctor reported that the herculite ultra used in a patient's restorations broke through the middle of the material. No further details were provided. This is the third of three reports.

Manufacturer narrative:
The doctor alleged that the herculite ultra used in the restorations of three patients broke through the middle of the material. No further information on the incidents was provided. Five attempts were made to contact the office for additional information on 12-03-10, 12-06-10, 12-10-10, 12-13-10 and 12-17-10. However, no response was received. No product was returned from the customer for evaluation and no product lot number was provided; therefore no further investigation is possible and the cause for the incident remains inconclusive.